Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact on the customer's blood glucose level. Tandem technical support had the customer perform a system check and the cause of the occlusions could not be determined. The customer loaded a new cartridge onto the pump and insulin delivery was resumed without receiving another alarm.